Event description:
It was reported that during an unknown procedure, some staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient. As the patient had (B)(6), sample had been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Did the device cut completely? If not please explain. Yes. Where in the staple line were the staples malformed? Colon. Was there any bleeding at the staple line? Yes. If there was bleeding how much bleeding? Not much. Did the patient receive any blood products? No. Was the tissue distributed evenly in the device prior to firing the device? Yes.